Event description:
It was reported that the device was used during a laparoscopic total hysterectomy. The tissue pad fell off. The location of the tissue pad is unk. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/21/2008. Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.